Event description:
A 44-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. A medical record received on (B)(6) 2024, by novocure, revealed findings from an outpatient follow up visit conducted on (B)(6) 2024. During this visit, the patient presented with a minimal wound dehiscence (2 mm) at the site of the surgical resection scar (last surgical resection (B)(6) 2023). The physician assessed the wound to be stable over the preceding weeks, noting the absence of irritation, erythema, purulent discharge, or pain. The patient continued with optune gio therapy during this period. On (B)(6) 2024, the prescribing physician confirmed that there were no signs of infection and no identified risk factors suggesting a wound healing disorder. The physician indicated that, in the absence of tumor progression and other complicating factors, irritation of the surgical resection scar could be attributable to optune gio therapy. Subsequently, on (B)(6) 2024, the patient reported to novocure that she was experiencing inflammation at the surgical resection site, accompanied by persistent wound dehiscence. Following a consultation with her physician, outpatient surgery was scheduled for the following day to address the wound complication. On (B)(6) 2024, the patient confirmed that the surgical procedure had been completed, with sutures placed in the right frontal scalp area. It was advised that optune gio therapy be temporarily discontinued for approximately ten days. On (B)(6) 2024, the patient reported that she had not resumed optune gio therapy due to an evaluation of the surgical wound. The evaluation revealed that the wound remained open and inflamed. A biopsy was performed to determine the cause of the delayed healing, and results are pending.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: radiation, chemotherapy and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On (B)(6) 2025, the patient reported experiencing continued inflammation at the surgical site. The patient consulted a physician, and the wound margins were debrided and sutured, which reportedly did not yield any improvement. The physicians suggested a hair transplant. Despite the ongoing inflammation the patient continued optune gio therapy and was covering the wound with a band-aid. On (B)(6) 2025, the patient presented to the hospital as an outpatient with a non-healing weeping wound on her forehead, approximately 0.5-1 cm in size. The physicians recommended to perform a skin rotation plastic surgery which was scheduled for (B)(6) 2025. Optune gio was temporarily discontinued on (B)(6) 2025. On (B)(6) 2025, the patient's physician informed novocure that the patient experienced an ulcerated cranial area and was scheduled for flap surgery. The patient was still discontinuing optune gio therapy. The physician noted that the cause of the event was the post-surgical scar and optune gio.

Manufacturer narrative:
On may 26, 2025, novocure received medical records containing additional information. It was noted that the patient had undergone a wound revision procedure with a swing flap plasty on (B)(6) 2025. The patient had been experiencing a frontal wound healing disorder, characterized by scarred fibrotic skin fragments and chronic inflammation. In the deeper tissue layers, there was evidence of abscess formation, granulation tissue, a giant cell reaction, and hemorrhaging. Initially, the wound showed good healing progress. However, in the two weeks leading up to (B)(6) 2025, an open wound reappeared along the surgical scar. This wound was crusted and covered with fibrin but showed no signs of irritation. There was no visible bone or pus. The patient was reportedly under significant psychological stress due to the complications in wound healing. A discussion was held regarding the next steps. Given that a swing flap plasty had already been performed in march, the only remaining surgical option would be a free flap procedure. Additionally, it was considered whether a bone fragment might need to be removed, which would involve substantial effort and stress for the patient. As a result, it was decided to closely monitor the wound dehiscence over the following two weeks through regular clinical follow-up.